Event description:
The patient reported infection and swelling immediately after treatment with juvederm (volume/concentration unknown) between the eyes. The patient also reported "lumps" to the area. The patient was treated with two different antibiotics per the patient's report. The patient took advil prior to the juvederm injection and was treated with botox in the forehead during the same treatment. The event has not been confirmed by the physician, and the patient did not give allergan permission to follow-up with the physician.